Event description:
In 2007: right breast hardening. Two months later: right breast distortion. The following month: doctor confirmed right breast distortion and left breast flattening. Two monthslater: painful and enlarged right breast. Adverse events: unexplained severe torso-rash/welps with itching, unexplained extreme fatigue that remains ongoing, unexplained pain in bones, joints, and muscles unexplained back pain, unexplained weakness, unexplained tingling in hands, arms and legs, unexplained stiffness in body, unexplained teeth cracking, unexplained allergies to vitamins/supplements that has never happened before, unexplained dizziness and loss of balance with significant episodes of falling, unexplained muscle, cramping, unexplained high blood pressure with bottoming-out, unexplained atrial fibrillation, extremely painful/swollen breasts. Dates of use: current, 1994 - 2008. Diagnosis or reason for use: augmentation.